Event description:
Complainant alleged that while treating a pt the device would not discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.